Event description:
The patient experienced a sudden decrease in therapy effectiveness / return of symptoms. The patient's dose was increased and a bolus was given; however the patient did not respond. On (B)(6) 2011 a catheter access port study was attempted, but they could not aspirate; and therefore did not proceed. Two roller studies were performed, and the roller was found not to move. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8598a, (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter: model: 8709sc, (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function.

Event description:
Additional information: it was later reported that the patient was not receiving "good therapy"; and increased spasticity since implant and has had five catheter revisions. Rotor study showed that the rollers were not rolling unless programmed very high. A dye study was performed and was fine, catheter was patent. The patient's pump was replaced, and the same catheter was used. Logs were indicated as being normal and noted baclofen dose rate of 558.3 mcg/day on (B)(6) 2011; it was; however, unclear whether the drug was compounded. Patient sustained no injury and recovered without sequel following replacement. As of (B)(6) 2011, it was reported that the patient was "now medically doing better than before but not as well as anticipated." Healthcare providers were unsure if this was related to pump/catheter or other medical issues. No further diagnostic tests had been done since pump replacement. On (B)(6) 2011, patient continued to experience poor therapy, "not receiving as much relief from therapy as she wanted." Patient was programmed at 500 mcg/ day flex programming.